Manufacturer narrative:
E1 - initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the moderately tortuous and mildly calcified cephalic vein. A 6.0mmx40mmx40cm (4f) sterling balloon catheter was advanced for dilatation. However, during the third inflation at 14 atmospheres for several seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. No patient complications were reported, and the patient was in good condition after the procedure.